Event description:
MRI scanner installed with no sound barrier. Unable to hear 2 ft. Away. Unable to leave speaker on to hear patients in case of a medical problem. Have asked to have decibels checked continually and have been told they are working on it. The patients and workers have been exposed to decibels beyond the acceptable. Dose or amount: over 8 hrs a day. Frequency: 5 days per week. Route: intracervical. Dates of use: 2009. Diagnosis or reason for use: patient diagnosis. Event reappeared after reintroduction: yes.